Manufacturer narrative:
Continuation of medical devices. Model: ddbb1d1, ICD; implanted: (B)(6) 2015, model: z77000131, mechanical valve, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered out-of-range warnings for pacing impedance and superior vena cava (svc) defibrillation coil impedance. Also noted was rising thresholds, insulation damage, low impedance and a possible fracture. The lead has been capped and replaced. No patient complications have been reported as a result of this event.